Event description:
It was reported that pump displayed malfunction alarm with resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump.